Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 05-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid, 20 mg/ml concentration at 2.4 mg/day via intrathecal drug delivery pump for non-malignant pain and failed back surgery syndrome. It was reported that dye study was done today because the hcp wanted to assess catheter before changing drug regime. Catheter was difficult to aspirate. Injected dye showed catheter was intrathecal but still difficult to aspirate after injection. The hcp was planning to revise catheter. Surgery was not yet scheduled. Any environmental/external/patient factors that may have led or contributed to the issue were that patient fell about a month ago. At the time of this report, the issue had not resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported during the case they were engaged with the hcp and the catheter (unknown to the rep) was placed in a biohazard receptacle at some point and was unable to be retrieved.  No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the pump replaced because the catheter had a kink in it and the patient was not getting any medication. It was reported that the patient experienced more and more pain, lots of diarrhea and withdrawal. The caller stated that during a pump refill it was noticed that she developed cellulitis. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported they were at replacement and the hcp was able to aspirate from the catheter access port (cap) site. Once the hcp opened the pump pocket they feared the catheter might have been kinked and the hcp decided to implant patient with a new pain pump delivery system. The hcp did not feel the pump was necessary to be returned for analysis. It was noted that the patient was not a good historian. No further complications were reported/anticipated.